Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported having problems with the insulin pump. The caller stated that the drive support cap was sticking out. The blood glucose reading was 182mg/dl. The customer stated that she touched it but did not press it. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.